Manufacturer narrative:
The device history record for the lot reported was reviewed and no issues were observed. The product was manufactured and tested in compliance with approved procedures. Doctor was contacted and he indicated no patient intervention was required as patient's chamber stayed form the valve was not explanted and it is not available for evaluation. The IFU was reviewed and it includes known complications and adverse reactions of aqueous shunts and general intraocular surgery including hypotony, and shallow chamber.

Event description:
Doctor experienced a 5 to 6x increase in flat chambers and choroidals over the last 1 month with ahmed's having iop's in the mid to lower single digits -low iop. Low iop at 6mm hg at 1.5 months. No intervention required as patient's chamber stayed formed.